Event description:
The customer observed false positive alinity I total b-hcg for a 43-year-old non-pregnant female with a history of endometrial ablation and bilateral salpingectomy. The following results were provided (reference range <5= not pregnant): (B)(6) 2024 sid (B)(6) initial b-hcg= 391 (alinity); repeat= 382 (alinity); estadiol= 847 pmol/l; lh= 3.9 iu/l (B)(6) 2024 sid (B)(6) initial b-hcg= 388 (alinity); repeat b-hcg= 376 (alinity); peg precipitation= 1.4 (0.4%) (architect) (B)(6) 2024 sid (B)(6) initial b-hcg= 436 (alinity); repeat b-hcg= 436 (alinity); repeat on roche= <1; peg recovery= 3.9 (0.1%) (architect) there was no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product list 07p51-30, that has a similar us product distributed in the us, list 7p51-21 / 31. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints for lot 59174ud00 did not identify an increase in complaint activity for the issue. The ticket trending review did not identify any trend regarding commonalities for lot number 59174ud00 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 59174ud00 and complaint issue. The overall performance of alinity I total b-hcg was reviewed using field data from customers worldwide. A review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg lot 59174ud00 was identified.

Event description:
The customer observed false positive alinity I total b-hcg for a 43-year-old non-pregnant female with a history of endometrial ablation and bilateral salpingectomy. The following results were provided (reference range <5= not pregnant): (B)(6) 2024 sid (B)(6) initial b-hcg= 391 (alinity); repeat= 382 (alinity); estadiol= 847 pmol/l; lh= 3.9 iu/l (B)(6) 2024 sid (B)(6) initial b-hcg= 388 (alinity); repeat b-hcg= 376 (alinity); peg precipitation= 1.4 (0.4%) (architect) (b)(2024 sid (B)(6) initial b-hcg= 436 (alinity); repeat b-hcg= 436 (alinity); repeat on roche= <1; peg recovery= 3.9 (0.1%) (architect) there was no impact to patient management reported.

Manufacturer narrative:
Complete entry section a1 - patient identifier: (B)(6)an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.